Event description:
The customer called the rn directly. Customer reported misfires with the er320. Customer is returning photograph of a malformed clip. This happened intermittently, not on every firing. There is no known consequence to the pt.